Manufacturer narrative:
Corrected: mfg facility. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege the following: shortly after surgery, patient began experiencing problems, such pain in the left hip and thigh, and clicking, popping and dislocation of the hip implant. Consequently, patient underwent a second surgery on (B)(6), 2009 in an attempt to alleviate those problems. The second surgery involved the exchange of the femoral head and neck and acetabular liner along with soft-tissue reconstruction. Patient has experienced pain and suffering, along with resulting physical injury, and continued medical care. Patient likely will need another hip replacement surgery and additional medical care. Doi: (B)(6) 2003 - dor: (B)(6) 2009 patient is a resident of (B)(6).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
There was no new allegation. Added lawyer, law firm, account name, age, dob and product details.